Event description:
It was reported that the patient underwent a wrist open reduction internal fixation procedure on (B)(6), 2014. During the procedure, the locking screws would not lock correctly. The screws were removed and multi-directional screws were used with the same plate to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08390 /-08391 /-08392).